Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, lot# 262184 inratio: 1.4, lot# 264079 inratio: 3.0. Pt's target therapeutic range is 2.5-3.0. Pt used the same finger for both results. When technical services instructed her to use a fresh finger for an add'l test, she go a qc "lo" error. Pt's inr a week ago ws 2.1 after which her doctor increased her coumadin dose to 4mg/day (her usual dose is 4mg for two days, then 3mg on the 3rd day, etc).

Manufacturer narrative:
Investigation pending.